Event description:
Literature article entitled ¿short uncemented femoral component for hip revision: prognosis and risk factors associated with failure.¿ written by liu z, liu b, zhang b, ma w, wu t, huo j, liu s, han y. Bmc surg. Published 13 apr 2021. Pmid: 33849491. The article's purpose was to demonstrate the therapeutic effect and unsuitable situation for short stem revision. Patient data: 381 patients with short stems were retrospectively reviewed. There were 188 males and 193 females. The average age 58.85 years and body mass index 23.72 kg/m2. It is noted that implants in the study were a combination of depuy and competitor products. The manufacturer of the acetabular side is unknown. This literature article is a review of revision implants. It is unknown what manufacturer the primary implants were ¿ insufficient information to determine if depuy products were involved. Depuy products: tri-lock femoral stem, corail femoral stem, depuy unknown head. Adverse events: postoperative periprosthetic femoral fracture (9) ¿ treatment of revision and/or cabling. Dislocation (20) ¿ treatment of closed reduction. Superficial surgical site infection (5) ¿ treatment of wound debridement and wound dressing. Aseptic loosening of the femoral stem (12) ¿ treatment of revision. Heterotopic ossifications (10) ¿ treatment not provided. Xray identified bone resorption and osteolysis (5) ¿ treatment not provided. Literature is a valuable source of information. However, it has limitations, including nonspecific and indeterminate information about each adverse event. The authors do not provide information to identify the devices used to treat each patient. The adverse events captured in this complaint are the events that could be associated with the noted depuy synthes devices utilized in some patients in this study. The events that are associated with competitor devices or patient¿s preexisting condition are excluded from this complaint. The actual number of depuy devices and their specific product line information associated with the following adverse events is unknown.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. X-ray images were provided in the literature article for review. Review of the x-ray images found not enough evidence to confirm implant dislocation, however, implant disassociation is visible. A potential cause cannot be stablished with the information provided. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot ==> a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.